Event description:
The customer reported a leak at the baths of the coulter act diff 2 analyzer. The volume of the leak was about 10 cc and was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the waste pump of the instrument was not working and causing the baths to overflow. The fse replaced the waste motor and the instrument ran without any leaks but would not pass reproducibility. The fse found that the wbc bath was not getting mixing bubbles. The fse replaced check valves lv3 and lv4 to and the wbc bath bubbles were fixed. The instrument passed reproducibility and ran without any leaks. The repairs were verified per established procedures. (B)(4).